Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Surgeon reported to our sales rep, that when inserting the nail, the distal locking part of the nail appeared to be bent. The surgeon also reported that there were no adverse consequences due to the fact that he finished the case by using another nail. The item is being returned for further investigation.